Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings:a review of the black box showed no indication of the original complaint. The rewind, load, and prime testing was performed successfully. The pump was exercised for 24 hours with the language set to english did not revert to spanish at any time during testing. No hypersensitive or stuck keys were found in the keypad. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was changing from spanish to english spontaneously. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.